Event description:
It was reported that the patient's breast implant broke, and that the patient claimed that this was due to movement of their pacemaker in the pocket. It was further reported that the patient does strenuous exercise and lifts heavy rocks while gardening. The device was repositioned to a submuscular location. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2010. (B)(4).